Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
On (B)(6) 2015, variax dr surgery was performed. After that the patient complained pain and fpl rupture was confirmed. Revision surgery was performed on (B)(6) 2016.